Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for contraception. On (B)(6) 2014, the patient was seen with complaint of pain. An x-ray was done and showed the left insert misplaced, not in tube. It was either in uterine cavity, endometrium or just outside uterine cavity. On (B)(6) 2014, a tubal was done laparoscopically and did not find the coil at that time. A laparoscopic procedure was scheduled for (B)(6) 2015 to do a salpingectomy. At time of the report, essure device was continued. Product technical complaint investigation was received on (B)(6) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and an x-ray showed the left insert was misplaced, it was not in tube. She was submitted to a laparoscopy; but physician could not locate the coil, another laparoscopy was scheduled. This event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact date and mechanism of the reported dislocation is not known; given its nature a causal relationship with the suspect insert cannot be excluded. Due to the reported surgical intervention this case was considered an incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received (tubal perforation questionnaire) on 08-feb-2016: the patient is gravida 2 and para 2. Essure was inserted on (B)(6) 2013; and the patient was post-partum at the time (last delivery was not a c-section). Prior to the insertion, no abnormal findings were observed. The procedure was done with IV (intravenous) sedation and was considered easy with easy visualization of tubal os. On (B)(6) 2014, unilateral left perforation was diagnosed via hsg (hysterosalpingogram), the insert was outside the left tube in endometrial cavity. The patient also experienced abdominal pain. A second confirmation test was not done. At time of the report, essure device was not removed and the patient recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an x-ray showed the left insert was misplaced. She was submitted to a laparoscopy for tubal ligation; but physician could not locate the coil, another laparoscopy was then performed due to pain and right coil was protruding through tube. Left coil was protruding from left myometrium into endometrial cavity. Bilateral salpingectomy was performed with devices removal. However, a small portion (approximately 2-3 mm) of left coil remained embedded in left uterine fundal myometrium and could not be extracted. Patient now reports that she is pain free. Unilateral perforation was diagnosed. This event, interpreted as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the reported event was diagnosed about 4 months after essure insertion. However, the exact date and mechanism of the reported event is not known. Nevertheless, given its nature a causal relationship with the suspect insert cannot be excluded. Due to the reported surgical intervention this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow-up received on 28-apr-2015: essure health care professional general questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, medical history or concurrent condition and has as previous gynecological problems 2 spontaneous vaginal deliveries; had essure (lot number a45112, model number ess305) inserted on (B)(6) 2013. According to health care professional, cervical dilatation with cytotec, sounding, paracervical block with lidocaine and (unreadable), and monitored anesthesia care with propofol, toradol, and zofran were applied. In addition, physician informed that the visualization of tubal ostium was easy as well as the insertion (left tube 2 trailing coils and right tube 1 trailing coil). Total fluid used during hysteroscopy was 300cc with no significant deficit and the procedure took 5 minutes total time. No imaging tests were performed to confirm essure placement and as back-up contraception after essure insertion and before total occlusion confirmation patient used depo-provera. On (B)(6) 2014, hysterosalpingogram (hsg) was performed and showed right tubal occlusion. The device of left tube was either in myometrium or peritoneal cavity adjacent to uterus (patent left tube). Physician medically confirmed the events and details. Patient had x-ray done with her primary care physician which showed abnormal location of left insert. There were no pathology results at the time of hsg or follow-up visit. On (B)(6) 2014, patient opted for bilateral tubal ligation (btl) for contraception but not for pain. Patient's first complaint of pain was on (B)(6) 2014. On (B)(6) 2015, essure devices were removed due to pain. The procedure used for removal was laparoscopy/hsg with c-arm. Bilateral laparoscopic salpingectomy and hysteroscopic removal of left coil were necessary. There were no signs or symptoms of infection. Patient has recovered from pain after surgery. In addition, physician informed it was noted, during surgery, that right coil was protruding through tube (not noted during btl). Left coil was protruding from left myometrium into endometrial cavity. A small portion (approximately 2-3 mm) of left coil remains embedded in left uterine fundal myometrium and could not be removed. According to health care professional, it would require a hysterectomy but patient now reports that she is pain free. Follow-up received on 06-may-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: a45112; production date: aug-2012; expiration date: aug-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a product quality issue and a usability issue. In this particular case, also a device breakage in the context of a complicated removal was reported. No complaint sample was provided for a technical investigation. The batch documentation of the reported batch was reviewed. The technical assessment concluded "unconfirmed quality defect". The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an x-ray showed the left insert was misplaced. She was submitted to a laparoscopy for tubal ligation; but physician could not locate the coil, another laparoscopy was then performed due to pain and right coil was protruding through tube. Left coil was protruding from left myometrium into endometrial cavity. Bilateral salpingectomy was performed with devices removal. However, a small portion (approximately 2-3 mm) of left coil remained embedded in left uterine fundal myometrium and could not be extracted. Patient now reports that she is pain free. This event, interpreted as device embedment, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, although the exact date and mechanism of the reported embedment is not known; given its nature a causal relationship with the suspect insert cannot be excluded. Due to the reported surgical intervention this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs